Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct papillary orifice during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, the dilated balloon burst at 3 atm, and the contrast agent leaked out at the pre-dilated papillary opening of the bile duct. It was reported that no piece of the balloon detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro wireguided dase dilatation balloon was analyzed, and a visual and microscopic inspection found no problem with the device. Functional test was performed, and the balloon was inflated without problem and was able to hold pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The returned device reveals that the balloon was able to be inflated without any problem. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct papillary orifice during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, the dilated balloon burst at 3 atm, and the contrast agent leaked out at the pre-dilated papillary opening of the bile duct. It was reported that no piece of the balloon detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.